Manufacturer narrative:
E1: (B)(6) hospital. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope telescope exhibited detached lens positioning sheath. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lens positioning sheath has come off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a component failure of the pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.